Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was postponed to another day. The philips field service engineer (fse) visited system onsite and confirmed that the system's c-arm geometry movements were not available. Upon troubleshooting, the fse found the issue with 2ny x11 fuse. To resolve the issue, the fse replaced 2ny x11 fuse and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.